Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted when it displayed an elective replacement indicator (eri). This implantable transvenous defibrillation lead was surgically abandoned when it exhibited out of range shock impedance measurements. It is reported that the patient received shock therapy when there was no arrhythmia. A lead fracture was not confirmed.